Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site therefore product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye due to malfunction of the iol. The nature of the malfunction was not specified. Reportedly, there was no incision enlargement or a vitrectomy performed. There was no patient injury. No further information was provided.

Manufacturer narrative:
(B)(4). Additional information was received and it was learnt that the surgeon stated that there was no malfunction with the intraocular lens (iol) itself and the explant was due to the wrong power being calculated. All pertinent information available to abbott medical optics has been submitted.